Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pacer encoder assembly was removed and returned. The malfunction was duplicated and the pacer encoder assembly was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's pacer output was slow to adjust. Complainant indicated that there was no patient involvement in the reported malfunction.